Event description:
Patient arrived to ecp for treatment. Approx 15 minutes into the treatment alarm 45 red cell pump at 329 whole blood. Instrument was restarted and the draw was decreased to 20 ml/min. Alarm 45 again at 413 wb and the draw was decreased again to 15 ml/min and return at 20 ml/min. Alarm 46 accelerometer alarm. Instrument was stopped 3x's to settle the rbc's without success. Alarm 18 system pressure multiple times. After two more attempts the treatment was aborted and the cells were manually returned to the patient. No clots were noted in the treatment or return bag.